Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device diagnosis was high impedance and the clinical diagnosis was increased pain. Fluctuating impedances have been observed for an undetermined period of time, but were definitively confirmed on february 7 and august 29. The patient has also reported increased pain. Therefore, it was decided to replace the electrode on (B)(6) 2024. The battery had reached end of service (eos) and was replaced during the same procedure. As of (B)(6) 2023, increased impedance was confirmed through device interrogation, and the patient reported increased pain. The etiology was noted as having a causal relationship to the device or therapy with the device specified as the lead. Etiology was noted as not being related to the implant procedure. The entire system was explanted and replaced on (B)(6) 2024, with the device disposed of according to biohazard instructions. The event required in-patient or prolonged hospitalization. The event resolved without sequelae as of (B)(6) 2024. The patient's age at consent was noted to be 50.

Manufacturer narrative:
Continuation of d10: product ID 3878-45 lot# 0206318245 serial# implanted: explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3878-45, serial/lot #: (B)(6) ubd: 26-sep-2016, UDI#: (B)(4); h6 codes belong to the lead. G2. Foreign: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3878-45, lot# 0206318245, implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the report of "required in-patient or prolonged hospitalization" was removed.